Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. Testing was performed and all other measurements were confirmed to be appropriate. A continuous measurement of the shock impedance measurements were carried out and measurements were normal. No adverse patient effects were reported.